Manufacturer narrative:
Corrected data: in review, it was noted that an incorrect verbiage 'h3-81 (other)' was used in the section 'h10' of the initial emdr report which has been corrected in this supplemental report. Also, the country 'netherlands' was inadvertently entered in section 'g1-g2' of the initial emdr report which is incorrect. The correct country that should have been entered is sweden. The information has been corrected in this supplemental report and the following field was updated accordingly: section g1-g2: country: sweden. Section h3-81 (other): the device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. As the lot number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: a small foreign material like a hair was received for further analysis. Visible with naked eye. No device was returned. Visual inspection of the returned sample and a video provided has confirmed the customer¿s observation of ¿foreign material ¿ loose¿. The healon pro product was not returned and therefore no source of the fiber can be determined. Ftir (fourier infrared spectroscopy) microscopic analysis was performed on a portion of the fiber recovered from the patient¿s eye. The spectra from the sample was compared to a reference spectrum of natural cotton. The ftir analysis indicates that the material is cellulose. Cellulose is not used in any aspect of the cleaning, clothing, or production processes at the manufacturing site. Also, healon pro products are filtered prior to filling of the glass cylinders and such filtration (5¿m filters) would have been removed this fiber. 200% inspection of each syringe would also likely have observed the fiber if it was found in the solution. The probable cause has not been determined; however the source of the fiber could be a syringe component or even contamination at the end user (such as when the cannula is attached to the holder). A video of the surgery provided by the account was reviewed by the subject mater expert (sme): an 11 minutes 48 seconds video of a phacoemulsification procedure was reviewed and it was observed that during the ovd injection to reform the capsular bag following the cataract removal and irrigation/aspiration (ia) completed, at minute 8¿ sec 33¿¿ it was observed the introduction of a foreign material with a filamentous shape o approx. 2 mm of length into the patient ocular anterior chamber. The observed particle was removed with forceps at minute 8 and 57 seconds of video. The nature of such particle cannot be clinically determined from a video assessment. No harm associated to this complaint has been reported. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Lot number: unknown, as information was not provided. Expiration date: unknown as product lot number was not provided. UDI # is unknown as product lot number was not provided. If implanted, give date: not applicable, the healon pro is not an implanted product. If explanted, give date: not applicable, the healon pro is not an implanted product. Device manufacture date: unknown, as the lot number was not provided. (B)(6). The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign material, which looked like a hair was observed when healon was injected in the anterior chamber prior to inserting the intraocular lens. The foreign material was removed from the patient's eye and the procedure was successfully completed. There was no patient injury reported. It was noted that the customer discarded the product. No further information was reported.